Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock lead impedance on this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead was high and out of range. The device was explanted for normal battery depletion. No additional adverse patient effects were reported.